Event description:
Pt had a star ankle poly implant replaced.

Manufacturer narrative:
Center reported talar subsidence as reason for revision. No conclusion is possible as device was not returned for evaluation.